Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, after inserting the sheath into the left atrium and applying negative pressure for flushing prior to catheter insertion, air was aspirated into the syringe. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.